Event description:
The doctor who performs thermage treatments developed shooting pain and muscle spasms in night wrist and hand after treating two patients in one day. The pain became chronic and recently the patient went to a physician and was diagnosed with ulnar neuropathy. The doctor feels that repetitive motion during treatment caused their condition.